Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by a few minutes. Cause was not known. Blood glucose (bg) was 449mg/dl. Tandem technical support assisted the customer with correcting the time. Additionally, it was noted that the customer did not wash hands prior to testing bg. Recommendation was made by tandem technical support to wash hands prior finger-stick bg testing. Customer acknowledged.